Event description:
It was reported, the light source did not have power. The issue occurred during maintenance. The customer did not identify a procedure. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. Based on the results of the investigation, the power did not turn on due to faulty power supply unit. A definitive root cause could not be established for the power issue. In addition, the following non-reportable malfunctions were found during the device evaluation: white light lens was foggy, the flat cable was corroded, s-socket (scope socket) was loose. Lamp completed its life of 500 hours. Olympus will continue to monitor field performance for this device.